Event description:
It was reported to vyaire medical that the vela ventilator was alarming low ve (minute ventilation), circuit disconnect and xdcr (transducer) fault continuously. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
(B)(4). The customer reported that they will not return the defective main pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.